Event description:
Vapotherm alarmed, indicating a problem with the disposable water path. Unit was not delivering flow, so supplemental oxygen was given during this time. Vapotherm water path was changed out along with the circuit. User continued to receive faulty water path alarm. Also, unit was not delivering flow. Unit was completely changed out. The unit performed as designed by issuing an alarm. An investigation of the unit yielded a defective component. The unit was repaired and returned to the customer.